Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported implant loss sf - 04862007. "Pt was 2 wks so for #11 stage - @release. A radiollicency was noted distal put pt on 1wk of amox 500mg. At f/u, implant was mobile and removed".